Manufacturer narrative:
The patient underwent sling incision on (B)(6) 2007 due to bladder obstruction slowing urinary stream. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic sacral colpopexy and laparoscopic left salpingo-oophorectomy due to recurrent vaginal vault prolapse, enterocele, and prior incontinence surgery on (B)(6) 2009 by (B)(6) at (B)(6). It was reported that the patient underwent cystoscopy, resection of sacrocolpopexy mesh, transabdominal apical prolapse repair with autologous fascia, rectus harvest, and small bowel resection with primary reanastomosis on (B)(6) 2015 by (B)(6).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.